Event description:
Pt is a (B)(6) boy. Pt has adhd and suffers from primary nocturnal enuresis. A dual therapy of ddavp and an enuresis alarm was prescribed. Pt's family purchased a malem ultimate bedwetting alarm from (B)(6). The alarm has injured the pt while he was asleep. Pt claims the alarm shocked him and burnt him in the neck as a result of internal malfunction. Pt was asleep for under 30 mins when incident occurred. Alarm was returned back to parents after they brought in child for treatment. The alarm housing (plastic case) has cracked from heat and bent inward. Alarm is no longer operational. Pt was treated for first degree burns and discharged. FDA safety report ID# (B)(4).